Event description:
A non reactive advia centaur xp (B)(6) total result was obtained on a patient sample and discordant when compared to two other (B)(6) total test methods. The customer performed repeat test on another advia centaur system and the result was non reactive. There was no known report of adverse health consequences due to the discordant (B)(6) total test results.

Manufacturer narrative:
There are no known system issues that may have contributed to the discordant advia centaur xp (B)(6) test results. The limitation section of the IFU states the following: "the advia centaur (B)(6) total assay is limited to the detection of total antibodies to (B)(6) antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate (B)(6) results." No conclusion can be drawn. The quality control results were within range limits. (B)(6) 2011 - (B)(6). The instrument is performing within specifications.